Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer amulet was chosen for implant using an 12f amplatzer amulet delivery sheath. On an unknown date, the patient returned to the hospital with pericardial effusion. A pericardiocentisis was performed with no adverse outcomes. The patient was monitored and discharged.